Manufacturer narrative:
Follow-up #1: date of submission 08/30/2015. Device evaluation: the cartridge has not been returned to animas. A retain sample from the same lot of cartridge was tested by product analysis on 08/11/2015 with the following findings: a visual inspection of the retain cartridge was performed. No damages or defects were noted. A fill test, a force test and a leak test were performed on the retain sample and it met passing criteria. The cartridge force readings were confirmed to be within specifications; no failures related to the loss of prime complaint were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A review of incoming inspection record indicated that the lot met release criteria.

Event description:
On 07/15/2015, the reporter contacted animas, alleging a site/set/cart (cartridge leak) issue. Reportedly, there was one cartridge that was leaking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2: date of submission 12/30/2015-device evaluation: the cartridge was returned to animas and tested by product analysis on (B)(4) 2015 with the following findings. A visual inspection of the returned cartridge was performed. No damage or defects were noted. A fill test was performed on the returned product with no air bubbles being formed inside the cartridge. The cartridge cycled properly and no issues were found filling the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6).